Manufacturer narrative:
Concomitant medical products: 3058 urinary ipg, implanted: (B)(6) 2009; 3093-33 urinary ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r waves. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.